Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician deployed the clip on the vessel but it failed to close and clip. The patient's condition is unknown.